Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-00594. It was reported the recharge burden for the pt's ((B)(6)) ipg had increased. In addition, the pt allegedly experienced interruptions in stimulation. A previous diagnostic test revealed an impedance issue with one of the lead contacts. Surgical intervention was undertaken to address these issues. The pt's ipg was replaced. The physician elected not to replace the lead due to its current placement and instead repositioned the device. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
This ipg serial number is included in a field advisories. Recall #: 1627487-0726012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.